Manufacturer narrative:
Investigation is ongoing. User reported the case to FDA through medsun program with the ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description from the user report: "prior to patient (pt) extubation, pt placed on CPAP 5 ps 5. Pt agitated and waking up with team present. Ventilator powered down without warning and rebooted. Pt immediately placed on ambubag and extubated from there. Ventilator tagged and taken out of service. "